Event description:
It was reported that the lead had not functioned correctly for several months. Investigated lead and gave impendence values indicating damage. Lead replaced and full stimulation resumed after re-programming. Pt recovered without sequela.

Manufacturer narrative:
(B)(4).